Event description:
Depuy acromed received a phone call from the pt regarding an allergic reaction that pt was having. The pt implanted with an isola stainless steel construct in 1998 and has since fused. The pt is allergic to nickel and white gold. Recently, pt has been experiencing rashes and hives and may be having an allergic reaction to the stainless steel. The pt was told to consult with an allergist to receive treatment. About a week later, the pt e-mailed the depuy website with questions regarding a screw that may have stripped in surgery. The pt was told to also consult a physician regarding the questions. The pt was informed that it was unlikely for the metal itself to strip and that the bone in the pedicle probably stripped while the screw was implanted. The dr then placed a larger screw in the hole. The pt seemed satisfied with the answers and actions from depuy acromed. No further action is required at this time.